Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated. The patient had been lost to follow-up for over three years. The patient reported not receiving any shocks.